Event description:
It was reported that regarding one of our medical devices, the pt has an infection with possible focus from hemodialysis catheter. There is very limited info. Further info has been requested.

Manufacturer narrative:
The sample will not be returned for eval.